Event description:
It was reported that several weeks following a meniscal repair with a biostinger implant in 2008, the patient developed pain in the operative knee. As a result, the patient underwent a second surgery at about one month later. During this surgery, the surgeon found the implant broken in two pieces along with damage to the patient's articular cartiledge. The surgeon removed the broken implant, and debrided the loose cartiledge. The current status of the patient is unknown.

Manufacturer narrative:
Investigation results: conmed linvatec has not received this device for evaluation. A review of product history for the past 2 years found no other reports of breakage for this implant following the surgical procedure. Conmed linvatec will continue to monitor this device for failures. The information for use (IFU) provides the following: warning: the patient is to be warned that the meniscal implant can break or loosen as s result of stress, excessive activity or load bearing. Cautions: care is to be taken to ensure adequate meniscal repair. Improper positioning or placement of the implant can contribute to an undesirable repair. Effusion in the knee may occur in the postoperative period as seen with other techniques of meniscus fixation. Any decision to remove the device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. Limitations of the device must be given to the patient. Preoperative and operating room procedures, including knowledge of surgical techniques, and proper selection and placement of the implant are important considerations in the successful utilization of this device.